Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a frozen display due to a faulty connector on the interface circuit board. No error alarms could be verified due to the frozen display. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had an error alarm. Customer stated that they were unable to push a button or do anything on the insulin pump. Customer stated that the display did not return after removing the batteries for five minutes. Customer's blood glucose reading at the time of the call was 151 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.